Manufacturer narrative:
Paralysis. Treatment of penetrating ulcers and covered most of the aorta.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of penetrating ulcers throughout the aorta from 20 mm distal to the subclavian artery to 30mm proximal to the celiac artery. The pt also had a history of open abdominal aortic aneurysm repair. The aorta ranged in diameter from 35 to 37 mm. It was reported that the pt was scheduled for a tevar about a month ago for treatment of the penetrating ulcers; however, the pt presented with severe pain. The decision was made to perform an urgent intervention with 4 talent thoracic grafts. The grafts were successfully implanted and covered most of the aorta. The one penetrating ulcer nearest to the left subclavian was not covered. It was noted that a spinal drain was used throughout the procedure and the end result was very good. Medtronic was notified that later in the evening post-implant, the pt had paralysis, thought to be in both legs. No add'l info was provided (see MFR # 2953200-2009-01788, MFR # 2953200-2009-01789, and MFR # 2953200-2009-01791).